Event description:
It was reported that revision surgery occurred for patient with a bicompartmental knee implant. Reason for revision is unknown.

Manufacturer narrative:
It was reported that revision surgery occurred for patient with a bicompartmental knee implant. Reason for revision is unknown. Device identifying information was not provided. Review of the device history record was not possible as the serial number of the device was not reported.